Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the balloon ruptured occured. The 99% stenosed target lesion was located in the mildly tortuos and moderately calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advance for pre-dilatation. However when dilation was tried to perform the balloon ruptured. The procedure was completed with another of same device. No patients complications were reported.